Event description:
It was reported that the subject device had error e117. The issue occurred during installation. There was no patient harm involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Correction is being made to previously submitted b5 ¿ there were no customer reported malfunction and no patient involvement. Update fields: b3; d5; d8; e1; e3; g2; g3; h3; h6 and h11 the device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited error code e117. There was no patient involvement.